Event description:
According to the reporter: during preparation for surgery, it was noticed that the tip of the device was cracked. The device was not used for a patient. Another device was used.

Manufacturer narrative:
(B)(4).